Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air leak was observed. During the procedure, the physician was exchanging the farawave catheter for the octaray mapping catheter. As the physician was aspirating and flushing, he noticed the hemostatic valve was leaking out the back of the sheath and when he was aspirating it was sucking in air. The physician tried aspirating multiple times but kept sucking in air. The physician did not feel comfortable using the sheath for the rest of the procedure. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return as it was disposed. It was further reported that air was not seen in the patient but in the sheath during aspiration. As the physician was aspirating, he noticed there was a leak in the hemostatic valve and that was what was causing air to get in. The leak occurred during the procedure after the physician exchanged the farawave catheter for the octaray catheter.